Event description:
It was reported the handpiece rec'd an error 3 handpiece error when plugged into the generator. The handpiece was swapped with another handpiece and the case was completed with no pt consequence. One device to be returned for analysis.

Manufacturer narrative:
Eval summary: the hp054 hand piece was returned with a loose mount and a cracked nose cone. It was tested on a generator and gave an error code 3. The hand piece was disassembled; a torn acoustic isolator and evidence of moisture ingress were found in the instrument.